Event description:
It was reported that the user entered approximately six meal announcements at dinner to obtain additional insulin using an ilet system, which constitutes an improper method and a user interface¿related usage issue. The user was counseled not to repeat this behavior and to monitor blood glucose for potential lows. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, consistent with improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.